Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument the needle holder was working fine and as the cuff was being closed a wire snapped and the holder would not hold the needle. The needle holder started to vibrate and we removed it. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that there was a broken grip cable. Based on this, the complaint was confirmed but not replicated. The grip cable was broken and stuck out at the wrist. The idler pulley spun freely and exhibited pulley and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.